Event description:
It was reported to resmed that an astral device had power issues. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed. Evaluation revealed the on/off button was inoperable and internal battery does not charge. The battery and top case were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral internal battery was returned to resmed for an investigation. Performance testing could not reproduce nor confirm the reported complaint. The investigation determined that there was no fault found with the internal battery. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had power issues. There was no patient harm or serious injury reported as a result of this incident.